Event description:
Information was received from a friend/family member regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that for the last four days, when the implantable neurological stimulator recharger (insr) was connected to the implantable neurostimulator (ins), the call your doctor icon appears along with an elective replacement indicator (eri) message. It was then stated that the patient had an appointment with their health care provider (hcp) on (B)(6) 2017 and the hcp stated that there was at least one year of service left on the device; there was an allegation/dissatisfaction with the ins longevity. It was reviewed that the implant was still working with the eri message and the device was just nearing its end of life (eol). The steps to bypass the information screen were reviewed and the friend/family member confirmed that therapy was on and ok. The patient was redirected to the hcp to discuss the possibility of replacement. No symptoms were reported. No further complications were reported/anti cipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient and it was reported that they don't know if they reached elective replacement prematurely or not. It was determined that eri was reached one year prior to battery needing to be replaced. No actions or interventions were taken to resolve the device reaching eri, but the manufacturing rep. Met with them to determine exact battery life that remains. The event is reported to be resolved as they know when the battery life will terminate.